Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient underwent successful stent assisted embolization of the anterior communicating artery aneurysm with good aneurysm occlusion. Post procedure a right sided middle cerebral artery infarction was noted. Mechanical thrombectomy was performed to treat the vessel occlusion; however, the patient continued to have left sided weakness, gait difficulties and diminished cognition. The patient's condition improved at discharge but the patient still had a left side facial droop and difficulties with gait. The physician stated that the adverse event was related to the procedure but "had probably little to do with the subject stent device itself."

Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that the patient underwent successful stent assisted embolization of the anterior communicating artery aneurysm with good aneurysm occlusion. Post procedure, a right sided middle cerebral artery infarction was noted. Mechanical thrombectomy was performed to treat the vessel occlusion; however, the patient continued to have left sided weakness, gait difficulties and diminished cognition. The patient's condition improved at discharge but the patient still had a left side facial droop and difficulties with gait. The physician stated that the adverse event was related to the procedure but "had probably little to do with the subject stent device itself."